Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient cleaned the transfer set with the minicap off. Peritonitis was manifested by cloudy effluent, fever, chills and abdominal pain. The patient was not hospitalized for this event. The patient was treated with cefazolin (dose, route, frequency, and duration not reported) and ceftazidime (dose, route, frequency, and duration not reported) for peritonitis. After the results of the culture and sensitivity were available, ceftazidime therapy was withdrawn and cefazolin therapy was ongoing. On an unreported date three days after antibiotic therapy was started, the peritoneal dialysis effluent was reported to be clear. At the time of this report, the patient was recovered from the peritonitis event. Dianeal and extraneal viaflex therapies were ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.